Event description:
It was reported that during an unspecified peripheral procedure a guide wire tip detachment occurred. The target lesion was located below in the tibial artery. A 300cm v-14 control guide wire was advanced to allow the device to loop on the distal end. The loop of the guide wire was pushed with enough force to advance through any calcification. After pulling the guide wire back it was noted that the end of the wire was "dangling." The v-14 guide wire was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during an unspecified peripheral procedure, a guide wire tip detachment occurred. The target lesion was located below in the tibial artery. A 300cm v-14 control guide wire was advanced to allow the device to loop on the distal end. The loop of the guide wire was pushed with enough force to advance through any calcification. After pulling the guide wire back it was noted that the end of the wire was "dangling." The v-14 guide wire was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the poly tip peeled at 0.5 cm from the distal tip, approximately 0.5 cm peeled, and additionally presents two different kinks at the same section. No corewire fracture evidence was found. The coating is severely scrapped, peeled, along the entire body. Additional evaluation found no anomalies. The ptfe was properly attached to the guidewire. Device appears to have been pulled/pushed against resistance. The guidewire was within outer diameter specifications. Sem analysis revealed the poly sleeve and thixon were detected in regions tested, a slip agent from sample handling was detected on the core wire and some locations were bare metal. The device failed by mechanical overloading of the polymer jacket along the length of the distal stamped ribbon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).